Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to aware date: updated from 8/14/2024 to 8/13/2024; additional information received reporting there were programmer interrogation issues the day before the patient presented to the ER with symptoms of syncope. Correction to event date: updated from (B)(6) 2024.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) due to syncopal episodes. The pacemaker had entered safety mode, resulting unipolar oversensing with pacing inhibition and the reported syncope. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the day before the patient presented to the emergency room (ER) due to syncopal episodes, it was suspected that this pacemaker had entered elective replacement indicator (eri) due to interrogation difficulties. Technical services (ts) discussed troubleshooting options and optimal programmer wand placement. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) due to syncopal episodes. The pacemaker had entered safety mode, resulting unipolar oversensing with pacing inhibition and the reported syncope. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to aware date: updated from 8/14/2024 to 8/13/2024; additional information received reporting there were programmer interrogation issues the day before the patient presented to the ER with symptoms of syncope. Correction to event date: updated from (B)(6) 2024 to (B)(6) 2024. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, visual examination identified a hole in the ra setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
It was reported that the patient implanted with this pacemaker system presented to the emergency room (ER) due to syncopal episodes. The pacemaker had entered safety mode, resulting unipolar oversensing with pacing inhibition and the reported syncope. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that the day before the patient presented to the emergency room (ER) due to syncopal episodes, it was suspected that this pacemaker had entered elective replacement indicator (eri) due to interrogation difficulties. Technical services (ts) discussed troubleshooting options and optimal programmer wand placement. No additional adverse patient effects were reported.